Event description:
Per independent repair center statement, the unit will not start. The key failure is the compressor won't run or start. Additional malfunction is the tie straps for the compressor are defective.